Event description:
It was reported that this system exhibited a significant decrease in atrial intrinsic amplitude measurements. Additionally, noise was being oversensed which resulted in inappropriate atrial tachycardia response (atr) episodes. The atrial impedance measurements appear more erratic recently. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. The mv sensor is automatically disabled for tachycardia devices within a few seconds of detecting mv sensor oversensing. Therefore, oversensing of the mv sensor signal in icds and crt-ds will not result in inappropriate tachycardia therapy, injury, or life-threatening harm. Intermittent pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this system exhibited a significant decrease in atrial intrinsic amplitude measurements. Additionally, noise was being oversensed which resulted in inappropriate atrial tachycardia response (atr) episodes. The atrial impedance measurements appear more erratic recently. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.